Manufacturer narrative:
Device is a combiination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that a kink was present in the hypotube. The kink was located at 41.5cm proximal to the midshaft bond. An examination of the crimped stent identified that the distal edge of the stent was flared. No other damage was noted along the device. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The patient presented with acute iw st elevation myocardial infarction killip class I. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the calcified and moderately tortuous mid right coronary artery. A 3.5 6fr unspecified guide catheter was used. After a non bsc guide wire crossed the target lesion, a 2.75x28mm promus element plus stent was advanced however due to the calcified nature of the lesion, the distal stent struts opened and the device could not be advanced further. A 2.5mm x 15mm unspecified balloon catheter was advanced for dilation at 8 atmospheres for 15 seconds. Intracoronary aggramed 10ml/ ntg was given. The procedure was completed using a 3mm x 38mm promus element plus stent with excellent angiographic result. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damaged occurred. The patient presented with acute iw st elevation myocardial infarction killip class I. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the calcified and moderately tortuous mid right coronary artery. A 3.5 6fr unspecified guide catheter was used. After a non bsc guide wire crossed the target lesion, a 2.75x28mm promus element plus stent was advanced however due to the calcified nature of the lesion, the distal stent struts opened and the device could not be advanced further. A 2.5mm x 15mm unspecified balloon catheter was advanced for dilation at 8 atmospheres for 15 seconds. Intracoronary aggramed 10ml/ ntg was given. The procedure was completed using a 3mm x 38mm promus element plus stent with excellent angiographic result. No patient complications were reported and the patient's status was stable.